Event description:
Caller reported that their ibc dropped 55% in a short period earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.